Event description:
It was reported that the guidezilla was fractured. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the proximal extension of the collar was fractured and device could not be used. The device was removed intact. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter title - dr. (B)(6).

Event description:
It was reported that the guidezilla was fractured. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the proximal extension of the collar was fractured and device could not be used. The device was removed intact. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was calcified and collar was only deformed not fractured.